Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely right external iliac artery. A 6.0mmx40mmx135cm (4f) sterling was selected for use in a percutaneous transluminal angioplasty (pta). During the first inflation at 8 atmospheres for five seconds, the balloon ruptured and vertically separated from the middle. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.